Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, the plaintiff was implanted with a miniarc single-incision sling "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, stress urinary incontinence, dyspareunia" and "infection." It was also alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has required additional medical treatment," has sustained permanent injury," and has had "other injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.